Event description:
Reporter indicated a vns pt had high impedance with diagnostics testing at an office visit, and was also having increased seizures. The pt had no trauma and does not manipulate the vns. The vns was disabled. X-rays were received which did not identify any obvious anomalies, but the lead pins were fully inserted into the generator header which eliminated a lead pin issue and a lead fracture appears more likely. Attempts for further info and the plan of care regarding the vns are in progress.

Manufacturer narrative:
Device failure is suspected.